Event description:
It was reported that during a da vinci prostatectomy procedure, the site experienced a system error 23013 and the patient side manipulator (psm) led turned yellow. The surgeon restarted the system and contacted intuitive surgical inc. (Isi) technical support. The system powered on with no problems. A system error 23013 appears when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci in a recoverable safe state. Isi technical support advised the surgeon to over-ride the fault if the system error reoccurs. The surgeon decided to continue the surgery using the da vinci and would call back if the system error message came back. Isi technical support confirmed from the system logs that system error 23013 had occurred several times on psm 2 axis 5. The surgeon called back stating that system error 23013 continued to occur. Isi technical support requested that the surgeon exercise psm2 axis 5. At this time the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis verified the errors in the system logs; however, was unable to duplicate the failure condition. The arm passed initialization, homing, pre-test, basic matlab test, dance for axis-5, sine cycle and normal mode. The sensors test showed nothing unusual- all plots and readouts were well within specs. Axis - 5 motor/encoder and pot will be replaced as a precaution. The axis-1 harmo drive will be replaced axis-1 needs a screw upgrade and link-6 switch clear housing was cracked and will be replaced. The main link-1 forearm had a damaged finish and it will be replaced. The pulley assembly had a pulley trying to slide off the bearing (link 5 upper). The alloy screws were rusty and will be replaced.

Manufacturer narrative:
A field service engineer visited the site and found that the system error 23013 experienced by the site was related to the patient side manipulator (psm) arm 2. The fse performed a system verification test and the system passed all testing to specification. The patient side manipulator is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. As of date of this report, isi has not received the psm for failure analysis investigation; therefore, the root cause of the customer reported failure mode cannot be determined. Isi contacted the surgeon and obtained the following information: prior to starting the prostatectomy procedure the da vinci system was tested and no problems were identified. The surgeon decided to convert to traditional open surgical techniques approximately 2 hours into the da vinci procedure due to the system error 23013. The patient tolerated the open procedure well and was discharged from the hospital on (B)(6) 2014. Isi reviewed the system logs for the site with a procedure date of (B)(6) 2014 and confirmed the system error 23013 occurred during the reported surgical procedure. The complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci procedure to traditional open surgical techniques due to the recurrence of system error 23013.